Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning a patient with an implantable neurostimulator (ins) for unknown indication. It was reported that impedance check showed #10 > 40000, cause unknown, the date of original occurrence was unknown. The patient was programmed successfully without using #10. No patient symptoms were reported. No further complications were reported/anticipated.